Event description:
The riata did not appropriately shock the pt suggesting a high energy short consistent with other cases that have been reported elsewhere. This communication is in reference to an event that occurred with a riata lead at the time of a generator replacement for eri. During a routine generator replacement, as part of my normal procedure with all riata and dorado leads, I initially inspect the lead under cine looking for evidence for conductor externalization. We also completely interrogate the device, making sure that it is at eri, and that all the ¿electrical parameters¿ are within expected range. In this case, the lead at the time of interrogation prior to explants demonstrated completely normal function. There was no history of short v-v intervals, no changes in expected impedances, and normal/stable pacing amplitude and sensing. Unfortunately, the device being explanted was a st. Jude medical virtuoso dr and at that time it did not have the capability of testing high voltage impedance without the delivery of energy. Therefore, we proceeded with a routine generator replacement. I replaced this with a medtronic protecta device, and again, initial interrogation with this device demonstrated normal/expected thresholds and lead resistances, including the rv and svc high voltage impedances. Therefore, we proceeded with dft testing. Initially, we had difficulty fibrillating the pt using standard t-wave inductions and, after multiple attempts, proceeded to 50 hz. We were successful in fibrillating the pt but, unfortunately, we were unsuccessful in defibrillating the pt through the device, which required an external rescue. Re-interrogating the device demonstrated that the pt was shocked twice but with only a .2 joule shock, suggesting a high energy short consistent with what had been seen in a number of cases with these riata leads as described by dr. Robert houser in articles in the new england journal of medicine as well as other communications. We proceeded to implant a new lead (not a st. Jude lead) and immediately did appropriate testing demonstrating normal/excellent thresholds for pacing and sensing, normal lead impedances in the pace sense lead, as well as the svc and rv high energy coils. This time attempting to fibrillate the pt went without incident. We were able to fibrillate the pt using a single t-wave shock and successfully defibrillated the pt with 15 joules one time. The procedure went well without any complications and the pt suffered no clinical compromise. This is very disconcerting wince any pts who are interrogated in the office may demonstrate no electrical abnormalities. Under cine it might not demonstrate any evidence of conductor externalization but still may fail at the time of dft testing or high energy testing caused by subsequent failure of the lead with a high energy load.